Manufacturer narrative:
Eval: the product was not returned to manufacture. Product was not returned for eval.

Event description:
Consumer said, there were 2 knee braces, 1 said contains latex, the other said latex free. She said she tried on the latex free brace and began to itch and her knee swelled while she was still in the pharmacy. She said, her fingers turned purple and her throat started swelling shut, so she sent "a family member" to her car to get her nebulizer and epi pen. She said, she has had anaphylactic reactions to latex in the past. She said, she called the 800# on the package and the person on the phone said, it has latex.